Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was detected with high right ventricular (rv) lead pacing and shock impedance measurement. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.